Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high, out of range pacing impedance and an increase in capture threshold. The patient was asymptomatic. Lead revision will be discussed with the physician.